Event description:
Patient presented with leads protruding out of the skin at the ipg incision site. Physician opened the ipg pocket, re-secured the leads, and re-sutured the incision site resolving the issue.